Manufacturer narrative:
Concomitant medical products: aristotle 14 guidewire, via 021 microcatheter, 6f wallaby guide catheter, sl 10 microcatheter , 4mm microvena snare. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. Warnings: advance and retract the web embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the web embolization device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. ¿ the web embolization device cannot be detached with any other power source other than a web detachment control device. Ensure that at least two web detachment control devices are available before initiating an embolization. Procedure - instructions for use detachment of the web embolization device. 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. This report addressed the first web device. The second w5-6-3 web sl device will be reported for an aneurysm re-occurrence and linked to the first w5-7-3 web sl study device. This study is ongoing and device / procedure relatedness determinations can be re-adjudicated by independent reviewers / physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
It was reported for a patient enrolled in the web pas study: the patient was found to have an unruptured aneurysm on the midline anterior communicating artery complex. The patient underwent the study index procedure via left femoral access. The w5-7-3 web sl study device was then introduced and navigated to the target aneurysm using a guidewire, microcatheter, and a guide catheter. The device appeared to be well seated within the aneurysm fundus but with some prolapse into the left a1-a2 junction. Serial angiography demonstrated excellent flow through the left a1-a2 complex. 7mg of intra-arterial integrilin was administered. Several attempts were made to catheterize the left anterior cerebral artery with a catheter and 014 guidewire with the intention of placing a microstent to protect the left a1-a2 junction. However, their attempts were unsuccessful and ultimately abandoned given the excellent flow observed throughout. Femoral access was successfully closed using the starclose device. No adverse events were noted during the procedure. The patient had post-operative aphasia, global lethargy, and right arm drift. Nihss was 19. The patient was taken back to surgery and due to web impingement causing complete occlusion of the left a2, the w5-7-3 web sl study device was removed using a 4mm snare. Then, a w5-6-3 web sl device was deployed in the aneurysm. The patient was discharged to home 4 days post 2nd op with mrs 2 (slight disability). Event was considered recovered/ resolved by 33 days post 2nd op with mrs back to baseline with score of 1. The second w5-6-3 web sl device will be reported for an aneurysm re-occurrence and linked to the first w5-7-3 web sl study device.